Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving infumorph (20.0 mg/ml at 6.320 mg/day) and bupivacaine (30.0 mg/ml at 9.480 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that at a recent refill appointment there had been "quite a bit of medication left". The patient stated that the issue had been noticed for the last two refill appointments. She noted that she didn't use many of her boluses, so she had been able to extend her refill date on the ptm (B)(6) 2019, but she said she thought it should go past the 10th because she used so few of her boluses. She wanted to know why the date wouldn't extend any further, and considerations were reviewed with her. Her low reservoir alarm date was (B)(6) 2019 and it was set for 1.5ml. After a refill on (B)(6) 2019 her pump print out was showing a refill date of (B)(6) 2019 but the ptm indicated that the refill date was (B)(6) 2019. The patient stated she didn't trust the ptm and wanted it replaced. The call was transferred to the repair department to obtain a new device for the patient. It was also noted that the patient was going to have her pump refilled on (B)(6) 2019 but the hcp "did not like how the medication looked" so the patient was refilled on (B)(6) 2019 instead. No further complications were reported.